Event description:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's screen was frozen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. During the evaluation, the device failed a test step for internal flow verification positive flow measured vt during testing. The device's blower needs to replace to address the issue. Also, contaminated internal parts found.